Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The left and right renal arteries were treated with a spyral renal denervation catheter. A thunder guidewire was used during the de nervation case and a dissection occurred. The medical advisor of the study assessed that the cause was most likely due to vessel dissection due to a guidewire. No change in procedure or treatment specific to the dissection was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.